Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, the cable connecting the ECG "a" and ECG "b" to the front therapy electrode was cut. The root cause of the damaged cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned charger/modem sn (B)(4) and reported a damaged cable.